Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found no issues with the profile of the hypotube shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element¿ plus stent was selected; however, during advancement of the device, the stent was dislodged within the y- connector. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patients status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element¿ plus stent was selected however during advancement of the device, the stent was dislodged within the y- connector. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patients status was stable.